Manufacturer narrative:
No lot number was identified with this complaint; therefore, a lot history review could not be conducted. No phaco tip was returned for evaluation; therefore, the condition of the product could not be verified. Because a sample was not returned and no lot information was provided for a lot record review, the root cause for customer complaint issue cannot be determined. No specific action with regard to this complaint was taken by the manufacturing facility because no complaint sample was received to determine a root cause. All phaco tips are 100% visually inspected by trained operators using 30x magnification. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
An ophthalmic surgeon reported that a foreign material was confirmed in a patient eye and postoperative endophthalmitis was confirmed after the cataract surgery. The foreign material was removed in a secondary procedure. The patients current condition is unknown. Additional information and product sample have been requested.